Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD)/endotak transvenous defibrillation dsp lead system exhibited oversensing. The data in memory indicated that the ICD sensed faster rhythms, but the stored electrograms showed that the patient was in normal sinus rhythm. Pocket manipulation and other testing was performed to try to re-create the oversensing, but the problem could not be re-created. The ICD's delay and duration parameters were reprogrammed, and the patient will be monitored in the hospital. The ICD remains implanted.